Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. As a result, the reported event could not be confirmed during bench testing. A review of the 3 batteries¿ internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If the batteries remain connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. Based on the available information, a possible root cause can be attributed to the battery remaining on the battery charger for longer than 8 hours, possibly due to an overvoltage fault detected by the analog front end (afe) integrated circuit. Concomitant medical products: 1103 vad, implanted (B)(6) 2017, additional products: battery, (B)(4), expiration date: 2018-07-31, (B)(4). Device available for evaluation?: yes, return date: 2018-05-31. Device evaluated by MFR?: yes. Mfg date: 2017-07-31. Battery, (B)(4). Expiration date: 2018-07-31. (B)(4). Device available for evaluation?: yes, return date: 2018-05-31. Device evaluated by MFR?: yes. Mfg date: 2017-07-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 3 batteries were returned due to flashing red lights when connected to the battery charger. The batteries tested out of specification during manufacturer's analysis.